Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The customer's blood glucose level was 320 mg/dl, 385 mg/dl and 398 mg/dl. They reported that they had tried different cannula lengths. The customer reported that insulin was being reused or mixed, or was expired or denatured. They also stated that sites were rotated, site locations with sufficient sub-q tissue were being selected, and they avoided inserting into areas with scarred tissue. Customer stated the tubing was not bent or kinked. The customer reported that they had tried all remedies. They stated that the insulin pump passed the self test. The insulin pump will be returned for analysis.